Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump errors. Customer¿s blood glucose level was 129 mg/dl. Customer stated that they were able to clear alarm and complete rewind. Customer reported that insulin pump had hardware low level failures alarm on second occurrence. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 2, 19 or 79 noted. Pump error 63 alarm (variable 9) confirmed in the device history due to software error. Device received with corroded battery tube.